Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoid resection. According to the reporter: stapler did not fire staples and tissue was cut before the jaws were opened. Surgeon had to hand sew sigmoid colon resection. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).